Event description:
It was reported that the device appears to be double counting the r-wave during ventricular tachycardia (vt). The vt is quite slow and the double counting did not affect the zone in which the vt was detected. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.